Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a ruptured 120mm abdominal aortic aneurysm. Severe infrarenal angulation was noted. The proximal aortic neck diameter was noted as 25mm with aortic neck length 20mm. It was reported during the index procedure after the bifurcate was implanted the physician attempted to cannulate the contralateral limb however this was reportedly very difficult due to severe infrarenal angulation and the large aneurysm diameter. Owing to the extended time and clinical condition of the patient, the physician elected to implant an endurant aui graft in the bifurcate and extend with a etlw1616c82ee. During deployment of this limb the deployment mechanism failed when attempting to twist the blue handle and the graft cover did not retract. The device was replaced with an additional endurant limb (etlw1616c82ee) and implanted successfully. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.